Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that earlier that day, the customer experienced an elevated blood glucose (bg) level of 273 mg/dl. The customer took a correction bolus, via the pump. At the time of the call, the customer did not have an elevated bg level and reported bg level was at 178 mg/dl. A system check was not performed, as tandem technical support was not contacted at the time of the reported issue. A recommendation was made for the customer to consult their healthcare provider regarding bg levels.